Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular lead was surgically abandoned due to unknown product performance issue. Additional information from the field representative indicates that this lead exhibited high capture threshold due to apparent patient condition. This lead was replaced for a non-boston scientific product. No additional adverse patient effects.